Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level as a result of the malfunction. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code reappears, which the customer understood.